Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 7:30-8 am on (B)(6) 2017. The patient manages their diabetes with insulin (no adjustments) and stated that due to the alleged product issue they had not taken any insulin. The patient reported that 3 days after the alleged product issue occurred they developed the symptoms of ¿very nervous and shaky¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the patient¿s testing technique was correct and this was not the first time the product had been used. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.